Manufacturer narrative:
The fse replaced the red blood cell (rbc) and white blood cell (wbc) bath and aperture module to resolve the background failures. The fse ran startup on the instrument with no further issues. The repairs were verified per established service procedures. (B)(6).

Event description:
While a field service engineer (fse) was troubleshooting an unrelated event, the fse observed hemoglobin (hgb) background failures on a coulter hmx hematology analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.